Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. After completion of the thumb advancer step, the trigger button was pressed but it was noted that the arteriotomy closure was not successful. The device was removed and hemostasis was achieved by manual compression. Reportedly, upon removal of the device, it was reported that the clip was located at the exchange sheath. There were no reported adverse pt sequelae. Though requested, no add'l info was available.